Event description:
It was reported that the device has early battery depletion and the left ventricular lead has an insulation issue. Silicone adhesive was added to the outer insulation of the lead and the threshold improved. The lead remains in use. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion.